Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No additional information received. Please see h6 and h11.

Event description:
As reported through the clinical study web pas: on 27mar2024, there was a technical event #2; web impingement into parent vessel. The web device was implanted with 20-30% encroachment by the end of the procedure. A 9x4 web sl device was deployed inside the aneurysm sac. A contrast injection demonstrated that this device provided stasis of contrast inside the aneurysm without significant narrowing of the bilateral a2 segment branches which arose from the neck of the aneurysm (series 4). We decided to detach the device in this position and did so under neutral tension. A sticky tether was encountered upon detachment, in which the proximal device slightly relaxed during attempts to "break" the tether. At this point, dsa imaging was again performed which demonstrated mild (approximately 20-30%) encroachment of the device upon the origin of the left a2 segment (series 5). We eventually "broke" the tether with the via positioned such that its distal tip was at the proximal marker of the web device. The final disposition of device associated with the technical event: implanted. No other information was provided.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.